Manufacturer narrative:
The unit was received with a missing retainer, minor scratched display window, damaged (scratched) display window cover, pillowing keypad overlay, keypad overlay texture damage, scratched keypad overlay and scratched case. Unable to perform the displacement test due to missing retainer.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring came loose from the customer's reservoir compartment. The patient's blood glucose at the time of incident was 7.2 mmol/l. The insulin pump was returned for analysis.